Event description:
Echelon flex60 long articulating endoscopic linear cutter would not fire. Opened a different staple device and it worked. No harm to patient. This is the 6th report on the echelon flex60 regarding device not firing.